Manufacturer narrative:
This report is submitted on may 03, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site. The device was then explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalized and was treated with IV antibiotics (specific date and duration not reported). This report is submitted on february 27, 2024.